Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her 16-year-old male child patient had faced several damaged cannulas four years back. On (B)(6) 2019, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level (damaged cannula). They tried to treat it with bolus via pump, but could not control the high blood glucose level. His highest blood glucose level was above 500 mg/dl. He had high ketone level which the healthcare professional assessed as dangerous/life threatening. Moreover, he was admitted to the intensive care unit. While in the hospital, he received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2019, the patient was released from the hospital. Further, on (B)(6) 2019, this similar event occurred with same infusion set. The site location was patient's arm and the infusion had been used for 1-2 days. They tried to tried to treat it with correction bolus and replaced the infusion set to resolve the issue. On (B)(6) 2023, the patient again faced the similar issue which led to high blood glucose level, which they tried to treat it with bolus via pump (mother cannot fully recall), but on the same day, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level due to melted cannula as described by emergency doctors. Further, the patient was transferred to the intensive care unit. His highest blood glucose level was 500 mg/dl and had high ketone level which the healthcare professional assessed as dangerous and life threatening. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted serial number and model number under d4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under investigation findings, investigation conclusions h11: investigation summary complaint investigation results a complaint investigation was conducted based on the event description and the assigned malfunction code-component defect- malfunction code not on list. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high level investigation was conducted for the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft xc, autosoft xc (5 inch), autosoft 90, autosoft 30, autosoft 30 t-lock, and varisoft product families. The investigation included anelectronic quality management system (eqms) search, assessment of complaint trends, and review of applicable risk management documentation. No systemic issues were identified during this high level review. Please refer to the attached memos for full details. Autosoft 90 connection issues, autosoft xc infusion set. Enclosure 1: eqms search results enclosure 2: maintenance results enclosure 3: raw data for complaint trending corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion due to the absence of a lot number, part number, and returned product, the investigation was limited to a high level review of the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft xc, autosoft xc (5 inch), autosoft 90, autosoft 30, autosoft 30 t-lock, and varisoft product families. The review included an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
To date no additional patient or event details have been received.